Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd angiocath¿ IV catheter there was foreign matter on the catheter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: confirmed: bd was able to confirm the incident in question. Investigation comments: after analysis of the photo in attachment, it was possible to confirm the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. As per request, ftir analysis was carried out on each of the two types of fm seen on the catheter. A small portion of each of the materials seen on the catheter was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that the clear drops of material on the catheter is most likely silicone and the darker strand of material on the catheter is most likely nylon and silicone. Samples/ photos: according to visual analysis of received photos, it was possible to verify the presence of silicone droplets on the catheter. The conclusion of the investigations of this complaint does not require the presence of physical samples, the photos that are attached are sufficient for the determination of the defect, not altering the investigation carried out. DHR/ qn/ ncmr review: the final assembly batch: 6361824 and 7023706 used in the claimed final product batch: 7027722 of angiocath 22g x 1.00in were tested for presence of "foreign / no-foreign matter" and were not evidenced records of this defect. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of this defect for the lots involved in this complaint, according to the DHR of the lot above. Update after ftir: investigation update: after evaluating the ftir result of this complaint, the following points can be verified: in the "activity summary" field at the bottom of the "intake" tab of parent #(B)(6), on (B)(6) 2018, there is a text that describes: "(B)(4) has confirmed clear fms on all of the returned catheters. Samples will be sent to (B)(6) later by (B)(4). " in addition, on (B)(6) 2018, pictures of the claimed samples were attached to the "attached photos" field according to "(B)(4)" at the bottom of the "intake" tab of parent # (B)(6). The 2 points mentioned above show that both as the text as photos describe fm as a clear substance on the catheter and that the samples claimed by the client as foreign material was only on "visible silicone" on the catheter and does not mention any black particles (nylon) on the catheter. On (B)(6) 2018, 2 open samples of the claimed lot were received as described in the "activity summary" field at the bottom of the "intake" tab of parent # (B)(6), on 02/27/2018 containing the text mentioning that samples from lot 7027722 were sent to flakes for ftir testing and one of them had a black substance on the catheter. Based on the aforementioned data and the results of ftir (black fm = nylon) and the fact that the samples were received open and contain fm black particle, it can be concluded that samples containing only "visible silicone" on the catheter, according to initially claimed by the customer, may have been contaminated by the black particle (nylon) during transport of samples from (B)(6) to (B)(4). Therefore, the investigations initially performed considering "visible silicone" on the catheter remain unchanged. Investigation conclusion: based on the investigations conducted for claims of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping. For more details on root cause check CAPA # (B)(4).